Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported, that the patient stated, she has not used her device in about a year or so. Because she no longer needed help with her sciatic pain. But the patient's pain has returned. The patient is meeting with a manufacturing representative (rep) tomorrow to discuss charging, and to start using the device again for her pain. The patient stated, she hasn't used the device and the patient knew it ran out of power and needed to be recharged. The patient has not attempted to recharge their ins. No further complications were reported. No additional patient symptoms were reported. Additional information was received from the manufacturer representative (rep). It was reported, that the ins is over discharged. And the patient needs an MRI. Pt has not used the scs in multiple years. Caller states, ins battery is dead. And pt no longer has her re charger. Caller noted, pt elected to stop recharging the scs, caller inquiring if pt can have MRI. The issue is ongoing. The manufacturer representative (rep) indicated, they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported, that no attempts will be made to recover the device. The pt called the 800 number for a replacement recharger. She was told, that they will not ship out the charger, due to the battery being 8 years old.